Manufacturer narrative:
(B)(4). Device details, patient notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records cannot be retrieved since data has not been provided for either the femoral head nor the acetabular cup components.

Event description:
Cormet revision after 2 years 8 months due to high metal ion levels.